Manufacturer narrative:
Additional information was provided in h.3., h.6., and h.11. The product was returned for analysis, and the reported complaint could not be observed. Iol (intraocular lens) was not returned. Only the device was returned. The device was returned in a blister tray inside the product carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been advanced outside of the device. The product investigation could not identify the root cause for the reported complaint "front haptic was not loaded correctly and was damaged" as the lens was not returned. Only the device was returned for evaluation. Due to this, we are unable to confirm the lens and the plunger position for advancement and determine a root cause. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure, the surgeon noticed the front haptic was not loaded correctly, was damaged. The procedure was completed on the same day. Additional information was requested and received stating that there was no patient harm.